Event description:
Boston scientific received information that during an implant procedure the patient with this right ventricular (rv) lead was found to be unconscious during device testing and had suffered a syncopal episode. The physician assessed the patient and deemed them to be in a comma. The procedure was stopped and the patient remains hospitalized. The right ventricular (rv) lead remains implanted at this time and the device maybe implanted at a later date due to the patient's poor health. The physician noted that the device is not related to the patient's comma as the cause is unknown. No additional adverse patient effects were reported.

Event description:
Approximately one month later, additional information was received that this patient fully recovered from the comma and underwent the implant procedure. Initially the physician was going to implant an implantable cardioverter defibrillator (ICD), but due to the patient condition, although the patient recovered, the physician preferred to implant to the patient the (B)(4) device. Due to this reason, the right ventricular (rv) lead was also explanted and a possible infection was suspected. Culture are being done with the on the rv lead in order to know if there was pathogens or not and due to the complications experienced in the last procedure. The device and new leads were sucesfully implanted. No events were experienced at all, and no adverse patient effects were reported. The patient status was stable following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.